Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7098185.

Event description:
It was reported that the patients lead had migrated. The leads were revised and remains implanted. The patient was doing well postoperatively.